Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to the explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
On (B)(6) 2019, the user started hearing a buzzing sound, after which she lost all access to sound with the device. The recipient has been re-implanted. It was stated in the device explant report that the active electrode lead and the reference electrode were severed during removal surgery.

Event description:
On 29.06.2019, the user started hearing a buzzing sound, after which she lost all access to sound with the device. Re-implantation has been suggested but no date has been scheduled so far.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation at the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2019, the patient started hearing a buzzing sound, after which she lost all access to sound. Re-implantation will be suggested.